Event description:
Patient had balloon inserted on (B)(6) 2016. On (B)(6) 2016, patient awoke with pain in her upper abdomen and proceeded to the emergency room. Patient was diagnosed with pancreatitis following CT scan and blood tests and was hospitalized on (B)(6) 2016. Patient was treated with IV fluids and meds and discharged on (B)(6) 2016. Balloon was endoscopically removed without issue on (B)(6) 2016.